Manufacturer narrative:
(B)(6). On (B)(6) 2015 this product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit alarms are not functional. The key failure is the 4 way valve is leaking. Additional malfunction identified on the irs is a defective power switch (aka on/off switch) with no alarm. The reason for repair non-functioning alarm issue is a reportable event which is the basis of this 3500a.